Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, gerd, rash, tremor, vaginal irritation, vaginal discharge, vaginal odor, dizziness, nausea, headache, diarrhea and vomiting. Previously administered products included for an unreported indication: tums. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and epigastric discomfort ("stomach irritation") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: fibroid"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and uterine leiomyoma had resolved and the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, irritable bowel syndrome and epigastric discomfort outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, epigastric discomfort, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure system advanced into rt ostia to black mark cath retracted and 4 remaining coils noted. Same procedure was carried out in l t ostia and 5 remaining coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result of your essure confirmation test: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: uterus: a fibroid is visualized in the posterior aspect of the uterus. Impression : fibroid uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : bladder disorder, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received - new event: pelvic pain was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, gerd, rash, tremor, vaginal irritation, vaginal discharge, vaginal odor, dizziness, nausea, headache, diarrhea and vomiting. Previously administered products included for an unreported indication: tums. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: fibroid"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, uterine leiomyoma, menorrhagia and vaginal haemorrhage had resolved and the female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure system advanced into rt ostia to black mark cath retracted and 4 remaining coils noted. Same procedure was carried out in l t ostia and 5 remaining coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result of your essure confirmation test: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: uterus: a fibroid is visualized in the posterior aspect of the uterus. Impression : fibroid uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : bladder disorder, abdominal pain. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs and mr received: case become incident. Unspecified event: injury to herself was updated to more specific events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, ibs, fibroid. Lot number added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events severity, medical history and lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, gerd, rash, tremor, vaginal irritation, vaginal discharge, vaginal odor, dizziness, nausea, headache, diarrhea and vomiting. Previously administered products included for an unreported indication: tums. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and was found to have uterine leiomyoma ("otherinjury(ies) or complication(s) please describe: fibroid"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2018. At the time of the report, the abdominal pain, genital haemorrhage, uterine leiomyoma, menorrhagia and vaginal haemorrhage had resolved and the female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia and irritable bowel syndrome outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure system advanced into rt ostia to black mark cath retracted and 4 remaining coils noted. Same procedure was carried out in l t ostia and 5 remaining coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: result of your essure confirmation test: total bilateral occlusion. Ultrasound pelvis - on (B)(6)2012: uterus: a fibroid is visualized in the posterior aspect of the uterus. Impression : fibroid uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : bladder disorder, abdominal pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, gerd, rash, tremor, vaginal irritation, vaginal discharge, vaginal odor, dizziness, nausea, headache, diarrhea and vomiting. Previously administered products included for an unreported indication: tums. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and epigastric discomfort ("stomach irritation") and was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: fibroid"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, uterine leiomyoma, menorrhagia and vaginal haemorrhage had resolved and the female sexual dysfunction, bladder disorder, urinary tract disorder, dysmenorrhoea, dyspareunia, irritable bowel syndrome and epigastric discomfort outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, epigastric discomfort, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, menorrhagia, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure system advanced into rt ostia to black mark cath retracted and 4 remaining coils noted. Same procedure was carried out in l t ostia and 5 remaining coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result of your essure confirmation test: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: uterus: a fibroid is visualized in the posterior aspect of the uterus. Impression : fibroid uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : bladder disorder, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Lab data, event: stomach irritation added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain / pain') in a 31-year-old female patient who had essure (batch no. 871974) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included irritable bowel syndrome, gerd, rash, tremor, vaginal irritation, vaginal discharge, vaginal odor, dizziness, nausea, headache, diarrhea, vomiting, multigravida and parity 2 ((B)(6) 1994, (B)(6) 2003). Previously administered products included for an unreported indication: tums. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2018, the patient was found to have uterine leiomyoma ("other injury(ies) or complication(s) please describe: fibroid"), 6 years 4 months after insertion of essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs"), epigastric discomfort ("stomach irritation"), joint injury ("right knee, ankle injury") and limb injury ("thigh injury"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, menorrhagia, vaginal haemorrhage and uterine leiomyoma had resolved and the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, bladder disorder, urinary tract disorder, irritable bowel syndrome, epigastric discomfort, joint injury and limb injury outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, epigastric discomfort, female sexual dysfunction, genital haemorrhage, irritable bowel syndrome, joint injury, limb injury, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: essure system advanced into rt ostia to black mark cath retracted and 4 remaining coils noted. Same procedure was carried out in l t ostia and 5 remaining coils were counted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result of your essure confirmation test: total bilateral occlusion. Imaging procedure - on (B)(6) 2012: bilateral occlusion. Ultrasound pelvis - on (B)(6) 2012: uterus: a fibroid is visualized in the posterior aspect of the uterus. Impression : fibroid uterus. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : bladder disorder, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: plaintiff fact sheet received. Events added from pfs- right knee, ankle, thigh injury. Onset date of event uterine leiomyoma were updated. Medical history were added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.